Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: image one demonstrate superior dislocation. Image two demonstrates polyethylene wear. Image three demonstrates possible metallosis. Image three also demonstrates a small metallic focus near the greater trochanter, possibly loose body. Visual examination of the returned product identified nicks gouges and scratches were noted to the inner and outer spherical surface as well as the rim. Rim also shows deformation from head wear. No other damage was noted to the liner. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. A summary of the investigation was requested and sent to the reporter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Report source: source: (B)(6). Concomitant medical products: catalog number:802202802 lot number: 64816019 brand name: femoral head 12/14. Multiple reports were submitted along with this report 0002648920-2022-00129. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to dislocation and disassociation of the bearing which was free floating in the joint causing loose of sensation in the hip approximately 20 days post implantation. Additional information on the reported event is unavailable.